Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: g4; h2; h6. Reported event was unable to be confirmed due to limited information provided by the customer. X-rays provided and reviewed by a third party hcp notes extensive abnormal radiolucency reflecting osteolysis however fit of the implants appears preserved without evidence of implant loosening. Bone quality is osteopenic. Heterotopic ossification of the greater trochanter and possible prior trochanteric fracture. DHR was unable to be reviewed, as the lot number of the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02614.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.